Manufacturer narrative:
Date of initial report sent: 11/12/2009.

Event description:
Procedure type: abdominal hysterectomy. According to the reporter: on the 5th day post-operation, a blood tumor was found on the vaginal stump and the patient had a fever. A re-operation was needed. The patient is under observation. Additional information has been requested.